Manufacturer narrative:
This report is filed october 16th, 2014.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.

Manufacturer narrative:
The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, august 7, 2014. The device is currently unavailable.